Event description:
Device malfunction: none, symptoms/ae: in-stent restenosis, time of symptoms/ae: approximately 8 months post procedure. It was reported that approximately 8 months post an uneventful left common carotid artery stenting procedure, it was discovered that the stent was restenosed. The restenosis was successfully treated with a single stent across the common carotid focal lesion. The patient discharged to home two days later. Although requested there is no additional information available.

Manufacturer narrative:
The stent remains in the patient. The lot number was provided. Review of the device lot history is forthcoming. A follow-up will be submitted with any relevant information.